Manufacturer narrative:
The suspect standalone board was received by the manufacturer for evaluation. Testing found that the fans on the board would not power on. The board passed functional testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 21 march 2017. The representative reported that they replaced the standalone board to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fans on the standalone board for the imaging system were not running. The system would then enter standalone mode intermittently. Restarting the imaging system would resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.